Manufacturer narrative:
H.6. Investigation: one video was received by our quality team for evaluation. The video shows that fluid leaked out from the injection port when fluid was injected from the cannula hub luer; therefore, the incident could be verified. A device history record could not be evaluated as the lot number is unknown. As no sample was provided a thorough investigation could not be performed; therefore, the root cause could not be determined.

Event description:
It was reported that bd venflon¿ pro safety shielded IV catheter leaked during use. The following information was provided by the initial reporter: pci leaks via bd venflon prosafety catheters impacted lot. Our infusion rates never exceed 3 ml/s, which is still the highest rate.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd venflon¿ pro safety shielded IV catheter leaked during use. The following information was provided by the initial reporter: pci leaks via bd venflon prosafety catheters impacted lot. Our infusion rates never exceed 3 ml/s, which is still the highest rate.